Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All buttons functioned properly during testing. There was moisture damage found on the keypad traces during visual inspection. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. No excessive no delivery alarm was noted the following physical damage was also found: cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that his blood glucose went up to 488 mg/dl that morning. He treated with a manual insulin injection. The night before the pump had a keypad anomaly so he took it off. Troubleshooting was initiated for the keypad anomaly. Two of his buttons were not working, and then the rest of the buttons locked up shortly after. His blood glucose was 226 mg/dl at the time. That morning the customer put his pump back on and the buttons seemed to function normally. He executed a bolus but was unsure if it was actually delivered due to the prior keypad issues. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.